Manufacturer narrative:
Complaint of overheating and error alarm was confirmed. Product failed functional testing with motor stall error and overheating. Cause of overheating and errors is a corroded motor/gearbox. The motor/gearbox assembly could not be removed from the housing for further assessment due to corrosion. A review of the manufacturing records shows that this unit was released to distribution on or about (B)(6) 2015 without any allegation of inconsistencies. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved.

Event description:
It was reported that the mdu hand control shaver overheated and alarms sounded during testing before a procedure. There was no procedural involvement, and there was no user injury reported.